Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and loss of consciousness. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 20 january 2026 (exact date uncertain; medical billing referenced 25 january 2026. Per parent), the patient was wearing a pod on the abdomen for longer than 48 hours when the patient passed out at home, prompting a call for emergency medical services. The parent reported that the reason for seeking medical attention was related to high glucose levels; however, specific glucose values could not be recalled due to the time elapsed since the event. The patient was treated by emergency medical personnel in the ambulance and transported to the emergency room. The reported diagnosis was high glucose levels. The parent was unable to recall or confirm details of treatment provided in the ambulance or emergency room and was unable to identify treatment information from the medical bill. The length of the hospital visit and discharge date could not be confirmed.